Manufacturer narrative:
Device evaluation: analysis of the first lead found all eight conductors were broken 15.1 cm from the distal end and the braid wire was broken and exposed 15.9 cm from the distal end. It was noted that impedance testing found all circuits were open. Analysis of the second lead found no anomalies; continuity was acceptable on all circuits and there were no shorts between circuits. Please note: the specific serial number identity of each lead could not be verified at the time of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The spinal cord tumor patient reported through a manufacturer representative that their stimulation would sometimes suddenly feel st rong. It was noted that an ¿oor message appeared on the remote screen.¿ it was noted that the situation was confirmed at the time of report and that abnormal, high impedances were measured. Interrogation of the implantable neurostimulator (ins) found that all electrodes had impedances of >10000 ohms. The patient¿s stimulation was initially adjusted to use electrode combinations that were without abnormal impedances and the patient reportedly received stimulation. The patient¿s physician opted to have the patient undergo an x-ray to troubleshoot the issue, as they believed the impedance issue might be caused by a loose lead connection in the ins. The x-ray imaging reportedly found that ¿there was not a looseness of the connection¿ and that ¿therefore it was concluded that the cause was a lead fracture.¿ it was noted that a lead replacement procedure was planned to be performed in (B)(6) 2017 as a result of the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that ¿due to a lead fracture,¿ the lead replacement procedure was planned for (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note the explant dates for the other applicable system components have been updated as follows: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2016 explanted: (B)(6) 2017 product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the lead replacement procedure was performed on (B)(6) 2017 as planned ¿since it was suspected that the lead was fractured.¿